Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii/IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non hispanic female patient who underwent primary breast augmentation surgery with two 380cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii/IV post procedure. As a result, patient has a planned removal and replacement with two 340cc mentor memorygel breast implants on (B)(6) 2020. Per mentor IFU, patient was implanted under the legal age. Therefore, these devices were used off label. This medwatch form is for the left breast prosthesis.